Event description:
Baxter germany reports leak at the spike of a transfer set, noted immediately after set exchange. Affiliate reports no pt injury or medical intervention required as a result of incident.